Event description:
The manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. Error code e-42 and e-206 (soft power fail) was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. Error code e-42 and e-206 (soft power fail) was found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's blower needs to be replaced to address the issue.